Event description:
It was reported that the pumps does not give "distal air" alert meaning there is air in the distal portion of the cassette. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
MDR made in error - unable to confirm with customer that product complaint was related to bd product.

Event description:
It was reported the pumps does not alarm for air-in-line. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem additional information: imdrf annex a, g, b, c, d codes.

Event description:
It was reported the pumps does not alarm for air-in-line. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Please note that follow-up 2 was submitted in error. Kindly disregard the statement written in supplemental MDR follow-up 2 manufacturer narrative field.

Event description:
It was reported the pumps does not alarm for air-in-line. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.